Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, the insulin pump had alarmed no delivery four times during the last day. Customer had changed out her site and reservoir but is still afraid the device might alarm again. The customer's blood glucose went up to 450 mg/dl. Customer was reporting a past event and troubleshooting was not performed, however the customer stated changing out the infusion set and the reservoir had resolved the issues. Customer was advised to insure the tubing didn't bend. Customer declined troubleshooting for high blood glucose readings. Customer is not returning the reservoir for analysis.